Event description:
It was reported that the pump's usb port was bent resulting in ongoing difficulties charging the pump, leading to the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.